Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the reported phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the image disappears when connecting the camera head to the visera elite video system center. The issue was found during pre-use inspection for a therapeutic ureteral stent replacement procedure when the camera head connector was touched. The procedure was completed using a different/similar device. There was no report of delay or patient harm associated with the event. This event is related to patient identifier (B)(6) (visera elite video system otv-s190 sn: (B)(6)).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation did not reproduce the event. However, the possibility that it did occur cannot be ruled out. Additional evaluation findings were as follows: corrosion of electrical contacts on the connector, connector part connector had a crack, buckling (twisting) of the cable part, head main body had a crack, and deterioration of head imaging (flex discoloration). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.